Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 8.2 mmol, 6.2 mmol. Tests were done within 10 minutes with a differnce of 25%. Pt did not experience any adverse events. No further pt info has been reported.